Manufacturer narrative:
There is no documentation to show a causal relationship between the event of cva and the liberty cycler. Additionally, there is no reported malfunction of the cycler. It is unknown if the patient was actively completing ccpd therapy at the time of the cva. The patient has significant cardiac history and diabetes mellitus which puts the patient at a greater risk for cva. (Huang et al 2015) based on available information the causal event of the cva cannot be determined. The alleged event was not confirmed by the plant. The complaint sample was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patients medical records reviewed for an unrelated event indicated that that this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for an unknown period of time experienced a cerebral vascular accident (cva), signs/symptoms unknown, in (B)(6) 2017 (unknown date). Further information received during additional follow up to the pdrn on (B)(6) 2017 determined that the patient was hospitalized for the cva, hospital course unknown. It is unknown if the patient was actively completing ccpd treatment at the time of the cva. Review of medical records clarified that the patient presented to the emergency room on (B)(6) 2017 with complaint of left sided paralysis. The last time she was seen in her normal state was 0100 hours. There was significant left sided weakness and she was unable to perform active range of motion (arom) of the left arm and with minimal movement of the left leg, foot and toes. She had left sided facial droop and her eyes deviated to the right and was non-verbal. A magnetic resonance imaging (MRI) without contrast showed acute ischemic infarct throughout the right middle cerebral artery distribution suggesting a proximal m1 segment occlusion and flow void demonstrated within the a1 segment which can indicate recanalization or breakup of an embolus. There was no intracranial hemorrhage noted. The patient was diagnosed with cva and admitted to the hospital. The patient continued ccpd therapy on (B)(6) 2017 while hospitalized but it is unknown if any fresenius products were utilized. The patient was discharged on (B)(6) 2017.